Manufacturer narrative:
Product was returned to manufacturer for investigation. It was confirmed that the product malfunctioned. The cause of the customers complaint is a burned charger.

Event description:
Product was returned to manufacturer for investigation. It was confirmed that the product malfunctioned. The cause of the customers complaint is a burned charger.

Event description:
The consumer reported to philips that there was brown liquid leaking from the charger. The leak caused property damage of on the cabinet. There was no patient harm reported.

Manufacturer narrative:
The event date is approximate. The device evaluation is anticipated but has not yet begun.